Manufacturer narrative:
The complete lead was returned intact to our post market quality assurance laboratory, and a thorough evaluation of the lead was performed. The lead was returned with the helix retracted, and blood/body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed, indicating no blockage in the lumen. Visual inspection found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced two days post implant due to loss of capture. It was noted the patient was not pacemaker dependent. It was also noted that x-ray imaging obtained prior to the revision procedure showed no evidence of dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced two days post implant due to loss of capture. It was noted the patient was not pacemaker dependent. It was also noted that x-ray imaging obtained prior to the revision procedure showed no evidence of dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects were reported. Lead return is expected.